Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from a skin irritation and infection to stimwave on (B)(6) 2019, by stimwave representative. The representative became aware on september 23, 2019, after visiting the patient. Immediately following notification, stimwave quality and thestimwave representative reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019 in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0), and one (1) spare lead (fr8a-spr-b0) were implanted at the occipital nerve. The implanting clinician was aware that the procedure was off-label and it was completed at the implanting clinician's discretion, and medical expertise. The stimwave representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complications. One week following the implant procedure (exact date unknown), the patient contacted the implanting clinician to report a potential infection at the implant site. The patient was admitted to the hospital the same day. The implanting clinician evaluated the wound and confirmed the presence of an infection. It is unknown if cultures were taken during the patient's hospital admission, however the implanting clinician made the decision to explant the devices prophylactically. On (B)(6) 2019, the patient had an explant procedure performed. The explant was performed without complications. On (B)(6) 2019, the stimwave representative followed up with the patient and was notified of the infection and explant procedure. The stimwave representative reported the patient is doing well. The patient reported to have received therapy up until the moment of explant. The patient has expressed interest in getting a new device, however a procedure has not been scheduled. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging the stimq peripheral nerve stimulator (pns) system is not cleared for the occipital nerve in europe or united states. The procedure was performed at the discretion of the implanting clinician. The root cause is possibly attributed to off-label use of the device. Infection is known adverse event for the stimq peripheral nerve stimulator (safety manual, 05-00561-4, page 13), and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause is attributed to the off-label use of the device. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that infection is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from september 24, 2019, onward regarding the complaint and the root cause investigation. The source of the issue is attributed to patient non-compliance. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on october 21, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a skin irritation and infection to stimwave on (B)(6) 2019, by stimwave representative. The representative became aware on september 23, 2019, after visiting the patient.